Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: there was no damage found to the keypad cover. All keypad buttons were found to be responsive to button presses. The keypad cover was removed; there was no contamination found under the button key contacts. The reported complaint was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.